Event description:
The surgeon inserted a 3-piece collamer lens model cq2015. The trailing haptic tore during insertion and the cause of the lens damage was unknow. When the lens was removed, the incision was enlarged and suture was needed. There were no other pt injuries.